Event description:
It was reported that during a laparoscopic gastric bypass procedure, after closing the jaws and waiting 15 seconds, the surgeon continued to fire the device. He noticed that the device was jammed. This was on the first firing of the device. He continued firing and this led to a brake in the firing trigger. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Firing trigger teeth. Evaluation summary - the analysis results found that the 6sb45 device was returned with the firing trigger handle broken and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. Event could not be confirmed as the device closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.